Event description:
Olympus was informed that during an unspecified colonoscopy procedure, the users experienced a complete loss of image. There was no pt harm reported.

Manufacturer narrative:
Olympus follow-up with the user facility to obtain add'l info regarding this report. The user facility reported that the complete loss of image was experienced toward the beginning of the procedure and the intended procedure was reportedly aborted. The user facility reported that they later obtained a replacement power supply, and the monitor worked appropriately. The device referenced in this report was not returned to olympus for eval. Based on the info reported from the user facility, the reported phenomenon appeared to be related to the ac adaptor. If the ac adaptor is returned for eval at a later time, then this report will be supplemented.